Event description:
It was reported that caller did not see insulin drops at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer¿s blood glucose level. Despite troubleshooting with customer support the customer could not successfully load a cartridge into the pump. The customer ultimately reverted to an alternate method of insulin therapy, and additional pump training was scheduled.